Event description:
The customer reported that while the iabp was in use on a pt, a line was displayed on the screen, then a color bar was displayed and the display went black. Pumping was not affected. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
An investigation is in progress. A supplemental medwatch form will be submitted when additional info becomes available.